Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5170366, artg: 128775.

Event description:
It was reported that the patients lead was superficial, and she felt that it was poking her. The underwent a lead revision procedure in which the lead was repositioned. The patient is doing well postoperatively. The device was not returned to boston scientific for analysis as it remains implanted and the complaint as reported was not able to be confirmed.